Event description:
The ge oec 9800 fluoroscopy system intermittent image quality issues. Images would become blurry at times.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction but analysis revealed defective system interface and image processor pcbs as well as repair of a collimator issue found during service. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.